Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. E1 facility name: (B)(6) hospital.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the angle was kept at 45 degrees according to specification and the plunger was pushed in and pulled out, however there was no suture attached. A cuff miss occurred with the prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.